Event description:
It was reported to vyaire medical that the bellavista 1000 us alarmed 318- inspiration valve failsafe failed or occlusion and the alarm cleared after turning the vent off and back on again. They were performing a clinical trial and the patient was placed on CPAP (continuous positive airway pressure) 12 with a nasal pillow interface,single limb circuit.the customer confirmed that the 318 alarm did not occur while the patient was on the vent.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfile shows tf318 and also tf 306, sound system broken. Vyaire has initiated unit replacement and requested to return the suspect device back to the factory for repair. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical.the exact issue is not determined as no performance failure detected. Unit functioned as it designed. Most likely occluded circuit system started during start-up self-test as no other failures reported with this unit since then.